Event description:
It was reported that during a laparoscopic prostatectomy procedure, there was no function of the device, no signal and no error code. Procedure was finished with same like product and no patient consequence was reported. No further information is available.